Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: h6 (medical device problem code) a getinge field service technician (fst) inspected the unit and confirmed the system failure alarm. The technician also observed that the pressure port was not functioning. Further troubleshooting identified an issue with the compressor and the machine side pressure socket. The customer provided the required spare parts, which were subsequently replaced by the fst. After replacement, the unit was tested using a demo balloon and trainer. The system functioned normally and successfully passed operational checks. The unit is now fully functional and ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cs100 intra aortic balloon pump (iabp) had system failure alarm and pressure port was not working. There was no patient involvement.